Event description:
Breast implant ruptured during implantation. Implant removed and cleaned according to manufacturer recommendation. Manufacturer informed, implant to be returned to manufacturer. FDA safety report ID # (B)(4).